Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he had unexplained low blood glucose. Customer stated that the paramedics where called to assist customer at home. The blood glucose reading was 32 mg/dl when the paramedics arrived. Customer stated that his blood glucose was high, he gave himself insulin and the blood glucose dropped to 32 mg/dl. Customer stated that the drive support cap is sticking out. Nothing further was reported.